Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown scorpio femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review with a clinical consultant indicated I cannot confirm the scorpio total knee arthroplasty since I have no documentation except in the product inquiry summaries. I have no x-rays or operation reports. I cannot confirm the nonunion of the periprosthetic femoral fracture for the same reasons. I can confirm that the patient had a revision procedure with a distal femoral replacement because I was able to see an undated x-ray. Surgical staples were in place indicating a post op view. Root cause analysis: the root causes of periprosthetic fracture with subsequent nonunion despite and orif with an intramedullary rod and screws above a total knee arthroplasty, are multifactorial. The patient may have sustained trauma but no history is given. Factors include surgical technique in the way the fracture was secured and reduced. Patient factors contribute including possible trauma and several comorbidities which could have affected the healing of the fracture and the quality of the bone. With the information provided, I would not attribute any causality to the implant itself. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated I cannot confirm the scorpio total knee arthroplasty since I have no documentation except in the product inquiry summaries. I have no x-rays or operation reports. I cannot confirm the nonunion of the periprosthetic femoral fracture for the same reasons. I can confirm that the patient had a revision procedure with a distal femoral replacement because I was able to see an undated x-ray. Surgical staples were in place indicating a post op view. Root cause analysis: the root causes of periprosthetic fracture with subsequent nonunion despite and orif with an intramedullary rod and screws above a total knee arthroplasty, are multifactorial. The patient may have sustained trauma but no history is given. Factors include surgical technique in the way the fracture was secured and reduced. Patient factors contribute including possible trauma and several comorbidities which could have affected the healing of the fracture and the quality of the bone. With the information provided, I would not attribute any causality to the implant itself. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the implantation of a rod and screws at an unknown date for periprosthetic fracture. In reporting a revision of the patient's left knee on (B)(6) 2024 due to non-union of a periprosthetic fracture, rep confirmed the fracture had happened some time in the past (date unknown with no approximations given) and was addressed with a stryker femoral im rod with screws. Rep confirmed that no further information will be released by the hospital or surgeon.